Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, the patient's family noted that "the patient's conversation was strange." A head computed tomography (CT) was performed and a new infarction was observed in the left middle cerebral artery region. Motor aphasia (anomic aphasia) was noted to be moderate. There was no motor paralysis. The patient seemed to be diagnosed with delirium due to the aphasia, and at least one day had passed. There were no problems noted withthe patient's cardiac course. The patient's cardiac function and valve function were noted to be good and the aphasia was improving. The patient's family requested that the patient be transferred to a different hospital due to limitations at the current hospital. No additional adverse patient effects were reported.